Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was programmed to deliver biventricular (biv) trigger pacing, which induced the patient into a fast ventricular tachycardia (vt) that entered the programmed ventricular fibrillation zone. The crt-d delivered quick convert anti-tachycardia pacing as programmed; however, the arrhythmia resumed shortly after. The crt-d then delivered a 41 joule shock and the rhythm successfully converted. Technical services recommended turning off the biv trigger pacing to avoid future induction of vt. The crt-d remains in service and no additional adverse patient effects were reported.